Event description:
It was reported that the customer had high blood glucose levels of 500mg/dl. The customer also mentioned that insulin is not exiting, the customer stated that they changed their infusion set and resolved the issue. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.